Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was during primary procedure of left tibia. It was reported that in implanting an axsos ti small frag screw, the screw head broke. The head was removed and patient visually inspected to verify that all pieces were removed. The surgeon aimed another screw around the implanted screw body. A surgical delay of less than 1 minute was reported. No adverse consequences due to surgical delay.